Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia following a routine supply change while using the ilet with a contact detach infusion set. The pump displayed high, and a confirmatory fingerstick measurement was 419 mg/dl, with glucose values remaining above 180 mg/dl for approximately 10 hours. Device alerts for glucose levels above 300 mg/dl for more than 90 minutes were reported. The user subsequently changed supplies and resumed ilet use, after which glucose levels returned to target range. No acute clinical effects were reported in association with the hyperglycemia. There was no medical intervention, no outside assistance was required, and no hospitalization occurred. The investigation included troubleshooting and user education, with confirmation of a completed supply change, use of an alternate infusion site, and return to target glucose levels. Review of the available information indicated that the hyperglycemia occurred with an unclear cause, and no infusion site damage or leakage was observed. Based on previously established findings for similar reports, it was concluded that the cause of the event was inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.